Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had has to press buttons twice for them to respond and unspecified alarm. The customer low blood glucose level was 70 mg/dl and high blood glucose level was 150 mg/dl. The customer reported other blood glucose level were 140 mg/dl, 311 mg/dl and 110 mg/dl. Customer reported that they experienced low blood glucose and high blood glucose. Customer reported that the insulin pump had unexplained and random no delivery alarms and little bit louder when rewinding. Customer did not provide any symptoms regarding to low blood glucose and high blood glucose episode. Customer treated with manual injection and food. The customer was assisted with troubleshooting and declined for low blood glucose and high blood glucose. The insulin pump will not be returned for analysis.